Manufacturer narrative:
The customer did not return a sample for an evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. The root cause for customer complaint issue could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Event description:
A doctor reported that during setup for surgery, the vitrectomy probe would not actuate. The probe was exchanged to proceed with surgery. There is no sample available for evaluation.